Event description:
Patient presented to operating room for procedure. (Arthroscopy shoulder rotator cuff). Cardinal drape in place for procedure however it does not isolate cold irrigating fluid from the patient draped beneath. Staff reports patients were drenched below the drapes with cold fluid running across their chests creating relative hypothermia despite efforts to warm patients.